Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated "when the outpatient blood collector of (B)(6) hospital of (B)(6) used the product number 368607 eclipse, the safety lock fell off when the blood collection needle had not been pulled out of the patient's body, which was easy to needle stick injuries."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2020-12-04. H6: investigation summary: bd received 1 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for defective locking mechanism with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through a corrective and preventive action (CAPA)1465371.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated "when the (B)(6) used the product number (B)(4) eclipse, the safety lock fell off when the blood collection needle had not been pulled out of the patient's body, which was easy to needle stick injuries."